Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time a signal artifact monitor (sam) algorithm event, was observed in the devices memory. The event was reportedly stored due to a failed right ventricular (rv) lead measurement of an impedance value over 3000 ohms. The field representative reported the associated rv lead is a non boston scientific product.